Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising. The weekly pace lead trend data showed an increase for maximum atrial pacing impedance from 464 to 1568 ohms peak between 2012-(B)(6) and 2013-(B)(6).

Event description:
It was reported that the right atrial (ra) lead had high impedance and exit block. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6948 implantable tachy lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.